Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated that the insulin pump's retainer ring was damaged. The customer stated that the reservoir was unable to lock into place. The insulin pump had cosmetic damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a crack on the battery tube which starts at the corner of the belt clip rails and another crack that runs across the battery tube horizontally about centimeters from the bottom of the insulin pump. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
The product analysis last completion date was incorrectly submitted in the initial report. Correct date has been provided with this report. (B)(4).